Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd maxguard flow controller extension set with needleless y-site(s) were clogged. The following information was provided by the initial reporter: the IV was flushed prior to connecting to tubing. Dial a flow does not let solution flow through once IV was connected to tubing and attached to the patient. Flush was again attempted with saline but device would not flush.

Manufacturer narrative:
Investigation summary: the customer complaint that the dial a flow was then attempted to be flushed with saline and it would not flush could not be verified. A device history record review for model mfs141 lot number 22039077 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 5 bd maxguard flow controller extension set with needleless y-site(s) were clogged. The following information was provided by the initial reporter: the IV was flushed prior to connecting to tubing. Dial a flow does not let solution flow through once IV was connected to tubing and attached to the patient. Flush was again attempted with saline but device would not flush.